Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. However it was noted that the programmer failed functional testing, the printed circuit board was out of electrical specification. (B)(4).

Event description:
It was reported that the user was unable to program control. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
The programmer was returned to a different site for service and repair. This site was unable to confirm the reported event. The programmer powered up as normal and the programmer passed functional testing. There was a system error in 2015. The hard drive was reconfigured and software was reloaded and updated. It was also noted that the cases near the handle were broken and the right antenna cable was damaged. As a result the upper and lower cases and antenna cable were replaced. The programmer then passed final functional and systems tests - no other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.